Event description:
A dialysis facility reported that there was excessive fluid removal from a pt during a hemodialysis treatment. The pt complained of dizziness post treatment and was given 1,000 ml of saline. Based on the weights reported, saline given and what the machine had indicated was removed, there was a weight loss variance of approximately 2.1 kg. The pt was discharged stable after receiving saline. There was no serious injury.